Event description:
A sales representative reported that a surgeon revised a mcp implant due to subluxation.

Manufacturer narrative:
Very little information has been received on this event. Attempts are being made to gather additional information. If additional information is received, a supplement report will be submitted as appropriate.